Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The removed pcb assemblies were further evaluated in the failure analysis center and the cause of the reported issue was determined to be a shorted integrated circuit chip, designator u61 from the system controller pcb assembly.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that intermittently their device would lock up with a white display, and would not power off. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.